Event description:
It was reported that the tip fractured. A savion flx guidewire was selected for use for a lower extremity angiogram procedure. The guidewire was used inside the patient, and the physician removed the guidewire from the patient to reshape it. When the guidewire was reshaped, the distal tip separated from the rest of the wire while outside of the patient. The wire was then discarded and another device was used to complete the procedure. There were no patient complications reported.